Event description:
The radiologist attempted arteriotomy closure with a prostar xl 8f device. While accessing the artery the physician over inserted the barrel into the arterial lumen. The device was not deployed. The patient was taken to surgery for arterial repair. Surgery was successful and the patient recovered without incident.